Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error detected again. They had previously called about the insulin pump not functioning properly and was told to call back if the problem recurs. The customer's blood glucose level during the incident was 262 mg/dl. The customer's current blood glucose level was 548 mg/dl. The customer had not treated their blood glucose. The customer declined troubleshooting for the high blood glucose. Troubleshooting was performed. It was noted that the power error detected recurred within a week of troubleshooting the previous occurrence. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.